Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt has not used or charged her ipg in approximately 3 years. The pt indicated she has not needed to use her scs system because she was not in pain, however, her pain has now returned. The sjm rep met with the pt and was unable to communicate with or charge the ipg. Surgical intervention may be taken at a later date to address this issue.